Event description:
The staff heard an explosion and, upon entering the room, found the suction canister strewn over the floor. The pt was not injured and the plastic pieces of the canister were collected. The suction canister was removed and replaced with another product. Biomedical engineering was notified and the canister will be returned to the MFR.